Event description:
It was reported that the right ventricular (rv) lead exhibited rising impedance and rising thresholds. It was explained that the lead may be experiencing mineralization and should be monitored. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead I ndicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead exhibited high pacing impedance. A possible lead fracture was suspected. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.